Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The water flow and water removal failed to meet specification and the outlet pipe of the water nozzle found to be obstructed with black rubber type material. The adhesive on the light guide cover glass, optical glass and distal end was either worn and lifting. The device also failed the electrical safety test and play was evident on the up/down and left/right angle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications upon release. Based on the results of the investigation, it is likely watertight packing / silicone adhesive / silicone parts of the peripheral device were broken and entered the channel and clogged in the nozzle. A) the device evaluation found black rubbery material clogged in the a/w nozzle b) the material was not originated from olympus device a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU). The user can detect the suggested event properly by handling the device in accordance with the following IFU statement: operation manual preparation and inspection: ¿inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents.¿ operation manual inspection of the endoscopic system: ¿inspection of the air-feeding function inspection of the objective lens cleaning function.¿ investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the air/water channel was blocked, found during maintenance. During the inspection and testing of the returned device, the nozzle was found to be obstructed with debris. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of debris in the nozzle found during evaluation.